Manufacturer narrative:
Block h6: medical device problem code a150103 for the reportable issue of bands premature deployment. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was secured in the handle assembly and the slack was taken up correctly. The tripwire was kinked close to the proximal section of the handle. Additionally, the ligator head was returned without bands attached. Microscopic investigation was performed, and it was found that the ligator teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No visible issue was noted with the handle assembly. No other issues with the device were noted. The reported event was confirmed. The ligator head teeth were found damaged. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during the procedure or by extra tension applied to the device. Once the ligator head teeth are damaged, the suture can experience difficulties in releasing the bands causing an incorrect deployment of bands. Additionally, the trip wire was found kinked. This could have been generated due to user manipulation or technique used during the procedure. Therefore, the most probable root cause of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the handle was rotated, but multiple bands were released at the same time and the ligation was failed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the handle was rotated, but multiple bands were released at the same time and the ligation was failed. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.